Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance received the device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The product analysis established a relationship between a device failure and the reported incident of premature end of life. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the cell differential limit exceeded. This prevents the handle from charging or power the handle rendering the handle unusable and posing no risk to patient safety. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration for a group of colorectal surgeons, the shell, adaptor, and load was loaded and ac knowledged as recognized and green lights accompanied by flashing green when the firing button was pressed. It fired roughly 80% over one layer of red foam <(>&<)> then stopped with and error indicator on oled. There was a problem unloading the device. Then the handle had to reboot to get the knife to return to original position at which time a bow or bend at the cartridge (still articulated) <(>&<)> adapter junction appeared, almost as if the cartridge was attempting to pull away from the adapter. I was unable to straighten the cartridge or detach from the adapter. When the foam was inspected there appeared to be staples missing on the right side of the staple line as well and there was poor staple formation. There is no patient involved in this event.